Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia concerns, with pump alerts indicating ¿urgent low soon¿ around a glucose value of 90 and a lowest reported glucose of 73 that was treated; the user is very active and reported a total daily insulin need of about 20 units. Symptoms included sensor-predicted urgent low alerts and a confirmed low glucose to 73 with self-treatment. Outcomes included user-initiated treatment of the low and education from support to contact the clinical team for therapeutic adjustments, including potential overnight target adjustments or a factory reset. Investigation included customer support troubleshooting and education, with referral to the clinical line for therapy guidance. Investigation of this case revealed no confirmed device malfunction, and the issue was characterized as hypoglycemia with unclear cause in the context of activity level and insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.